Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using an unknown size delivery system. There was sufficient amount of calcium was present to allow anchoring of the device in the opinion of the user. The annular dimensions of the native valve were diameter: 25.4mm, area: 483mm2, perimeter: 79mm. During procedure, the valve prepared as per instructions for use (IFU). A pre-dilatation was done and well checked at what level the valve was, and that all 3 tabs have successfully released using two different views. After that when they did control under scopy, they realized that the valve popped over the ring/annulus. The implant depth at 80% was -3/-4 mm and the implant depth at release prior to migration was -3/-4 mm. The valve got snared to position it in the right place, so that it wouldn't obstruct the coronary arteries. The patient had a shock and received a cardiac massage. A 23mm non-abbott valve was implanted. The patient was reported stable and discharged from the hospital.

Manufacturer narrative:
An event of valve migration, and improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible that patient comorbidities, contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The patient effect of shock could be cascading effect of final implant depth. The reported unexpected medical interventions and surgical interventions were result of case-specific circumstances, as valve was snared and valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), artmt600163776 revision d, ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, a letter will not be sent.

Event description:
N/a.